Event description:
Difficulty in walking [gait disturbance]. Increase local swelling [local swelling]. Increase local pain [pain]. Case description: spontaneous report was received on (B)(6) 2013 from an orthopedist regarding a (B)(6) female patient, initials unknown, with moderate osteoarthritis of knee with pain. The patient's medical history was not provided. On (B)(6) 2013, the patient initiated treatment with intra-articular synvisc one (hylan g-f 20) injection at a dose of 6 ml (frequency not provided) in an unspecified location. On unspecified dates, the patient experienced local swelling, increased local pain and difficulty in walking. The event of difficulty in walking was assessed serious due to persistent/significant disability/incapacity caused to patient. On unspecified dates, the patient received treatment with analgesics and applied ice packs. It was reported that the patient was on rest. The action taken with synvisc one treatment was not provided. The patient had not yet recovered from all the events. Concomitant medications were not provided. The intensity for all the events was not provided. The reporting orthopedist did not provide the relationship between synvisc one and all the events.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of product is not affected by this report.